Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while based on the analysis, the alleged wake button issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.